Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the user has stated that they have a autocat 2 balloon pump with serial number (B)(4), after changing the tank, the device is still leaking. No patient involvement.

Event description:
It was reported that the user has stated that they have a autocat 2 balloon pump with serial number (B)(6), after changing the tank, the device is still leaking. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leak in helium supply" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The biomed was returning this pump to service after observing the pump in biomed for a couple days with no leaks. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.